Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010 the lay user/reporter, the patient's granddaughter, contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately low readings. On (B)(6) 2010 the sr. Medical surveillance specialist spoke with the patient to obtain and clarify information. On (B)(6) 2010 at 7:00 pm the patient obtained the pre-dinner blood glucose reading of 377 mg/dl on the reported meter, which was high compared to her expected value of 150 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. Based on the elevated meter reading, the patient took an additional dose of ten units novolog insulin. At 7:45 pm the patient experienced the symptom of sweating. The patient tested her blood glucose level while symptomatic, and obtained the readings of 47 mg/dl, 49 mg/dl, 69 mg/dl, 55 mg/dl and 50 mg/dl. The patient administered self-treatment by drinking apple juice and taking oral glucose, and felt better afterwards. She did not seek any medical attention. The patient noted her blood glucose readings from earlier on the day of this event were as expected. The patient takes set doses of lantus insulin 35 units in the morning, and novolog insulin 15 units three times per day. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of severe hypoglycemia after taking additional insulin based on an elevated meter reading, and received treatment with food and oral glucose to alleviate those symptoms. Therefore, this complaint is being reported.